Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During surgery, the healthcare team was unable to interrogate the pacemaker. Two programmers were used, however, both were unable to interrogate the device. On (B)(6), 2020, the device was successfully explanted and replaced. There were no adverse consequences to the patient.